Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stent procedure, with implantation of a 2.5 x 23 mm xience alpine stent in the mid left anterior descending (lad) artery and a 2.5 x 18 mm xience alpine stent in the distal right coronary artery (rca). On (B)(6) 2015, the patient was re-admitted with angina. Coronary angiography was performed and noted in-stent restenosis in the 2.5 x 18 mm xience alpine stent implanted in distal rca. A revascularization procedure was performed, with implantation of a 2.5 x 33 mm xience alpine stent. No additional information was provided.

Manufacturer narrative:
(B)(4).